Event description:
The coordinator reported that when they opened one of the monomers, the liquid portion to mix the cement, they noticed that it wasn't sealed correctly, the paper was lifted off the plastic. They notified the other 2 joint rooms to see if they had the same lot number and realized they did and realized that a couple of their monomers would not seal as well. In one case it looked like the plastic portion of the monomer was melted. Rep is looking through all the other packages in the storage room to see if the other cement packages have problems with the packaging that have the same lot number because of the question of sterility of the packaging the rooms had to be broken down, instruments resterilized and supplies to be repicked causing the pt to be under anesthesia half an hour to 1 hour until the case is set up again.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.